Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Product no longer available for return.

Event description:
The customer reportedly received the following results on the compact plus system within 10 minutes: "lo" mg/dl and 537 mg/dl. The "lo" mg/dl, which on the system indicates a result of less than 10 mg/dl. No adverse event was reported. The remaining strips were used; therefore, no product could be requested to be returned for product evaluation.